Event description:
It was reported that the ilet pump issued alert 38 for motor stall during a supply change and subsequently generated additional alert 38 and occlusion alerts, with insulin delivery stopped for several hours and a highest reported cgm glucose of 255 mg/dl while using a steel infusion set on the abdomen, consistent with a failure to infuse associated with the motor component. Symptoms included feeling ¿off,¿ with no clinical signs, symptoms, or conditions otherwise identified. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified alongside a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.